Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had broken battery cap, broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer¿s blood glucose value was unknown. Customer stated they used rubber band to keep cap on also a giant chip near outside of insulin pump. Customer declined to troubleshoot. The device will not be returned for analysis.